Manufacturer narrative:
Product event summary: the data files and achieve mapping catheter 990063-020 with lot number 214246274 were returned and analyzed. The data files showed at least thirteen applications were performed with a balloon catheter on the date of the event with no issue. Visual inspection of the mapping catheter showed the tip was damaged right before the first electrode and the electrodes were displaced. The mapping catheter was connected to the diagnostic computer and channel pairs 1-2, 8-1, 3-4, and 4-5 were displaying noises. The catheter was dissected, and it was found that electrodes-wire of pin 4 had been separated from the weld. Dissection also showed the electrodes-wire of pin 1 was broken from the electrode. In conclusion, the reported issues were confirmed through testing. The mapping catheter failed the returned product inspection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was inserted into the left atrium to check pv potentials, but noise was observed. An anomaly of the achieve cable was suspected; however, it was replaced without resolve. When the mapping catheter was extracted, the tip was slightly damaged. The mapping catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.